Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open resistor caused or contributed to the inappropriate treatment event. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) has been returned and evaluation is currently underway. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction.

Event description:
The patient experienced an appropriate defibrillation event consisting of six appropriate shocks. The rhythm at the time of the 1st three treatments was ventricular tachycardia. The post-shock rhythms were sinus tachycardia. The rhythm at the time of the fourth treatment was svt and the post shock rhythm was vt at 205 bpm. The rhythm at the time of the fifth treatment was vt with the post shock rhythm being sinus tachycardia with aberrancy at 105 bpm. The rhythm at the time of the sixth treatment was svt at 150 bpm and the post shock rhythm was vt at 235 bpm. Following this, vt with CPR artifact is seen until the belt is disconnected at 23:37:58. The lifevest has been removed while the patient is in the ICU.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) has been returned and evaluation is currently underway. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction.

Event description:
The patient experienced an appropriate defibrillation event consisting of six appropriate shocks. The rhythm at the time of the 1st three treatments was ventricular tachycardia. The post-shock rhythms were sinus tachycardia. The rhythm at the time of the fourth treatment was svt and the post shock rhythm was vt at 205 bpm. The rhythm at the time of the fifth treatment was vt with the post shock rhythm being sinus tachycardia with aberrancy at 105 bpm. The rhythm at the time of the sixth treatment was svt at 150 bpm and the post shock rhythm was vt at 235 bpm. Following this, vt with CPR artifact is seen until the belt is disconnected at 23:37:58. The lifevest has been removed while the patient is in the ICU.